Event description:
Customer reported that the insulin pump has a scratch on the lcd screen. Customer stated that the damage occurred when she went camping. Customer stated she cannot read the display. Blood glucose value is 180 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.